Event description:
Tip broke off inside patient procedure. Note: tip was retrieved successfully without additional adverse effect.

Manufacturer narrative:
Ceramic tip on instrument is shattered. Portion of tip that is adhered to the inside of the metal shaft is still securely fastened. No adhesive or process failure. Failure is due to structural failure of tip. The instrument damage is typical of dropping or striking against an object. Instrument was most likely damaged with severe cracks in the tip before use and then completely broke during the procedure. Damage to both instrument caused by customer mishandling. Photographs on file at acmi.